Manufacturer narrative:
A failure event observed during analysis found a diagnostics anomaly. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, and patient notifier were tested and no anomalies were detected. An unexplained one day drop in voltage was recorded by the device on (B)(6) 2019. The cause the unexplained low recorded voltage was undetermined.

Event description:
This report is to advise of an event observed during analysis.